Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia with loss of consciousness and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. On the same day, the cgm reading was 60 mg/dl and the patient self-treated with rescue carbohydrates. After 30 minutes the patient took a blood glucose reading which was higher than the device could show (over 600 mg/dl). The patient experienced loss of consciousness (no documentation when the patient lost consciousness) and severe hyperglycemia with diabetic ketoacidosis (dka). A family member called an ambulance, the paramedics treated the patient with water and insulin in the ambulance and took the patient to the hospital. She was admitted to the intensive care unit (ICU) with dka and a blood glucose value over 600 mg/dl. At the hospital, they monitored the blood glucose values hourly, and it was reported that there was always a big difference to the glucose values shown on the cgm. At the hospital she continued getting insulin and hourly blood glucose controls to adjust the insulin amount provided. The patient stayed for 2 days at the ICU. The patient recovered and was discharged on (B)(6) 2022. The patient also reported that since (B)(6) 2022 the cgm has not read correct values. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.